Event description:
It was reported that the right atrial lead exhibited noise and inappropriate auto mode switch episodes. All other lead measurements were stable. On (B)(6) 2018, the lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
External insulation abrasion was noted at 13.0-13.5 cm from the connector pin consistent with lead friction to the device can. The cause of the reported event was due to the external abrasion.